Event description:
It was reported that the patient experienced increased fatigue and sleepiness since starting life2000 therapy on (B)(6) 2023 and was subsequently hospitalized for hypercapnia. There was no allegation of a device malfunction. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
It was reported that the patient experienced increased fatigue and sleepiness since starting life2000 therapy on (B)(6) 2023 and was subsequently hospitalized for hypercapnia. There was no allegation of a device malfunction. The patient in this event is a 55-year-old female with a medical history of copd, respiratory failure, sleep apnea (failed bipap with settings 25/21), and kidney transplant in 1998. On (B)(6) 2023, the patient¿s caregiver contacted the hillrom respiratory clinician regarding the reported symptoms of increased fatigue and sleepiness and stated the patient verbally expressed she could not breathe, and her chest felt heavy. The caregiver was advised to try the higher level for more volume delivery to the patient and a trainer visit would be arranged to re-titrate the device settings, which the caregiver agreed to. The caregiver called back 25 minutes later to report she called 911 and the patient was being transported to the hospital. That same day, the patient was hospitalized for hypercapnia and discharged on (B)(6) 2023. The patient was advised to discontinue using the nasal interface and to start using a full-face mask with the life2000. On (B)(6) 2023, the baxter account executive delivered a universal adapter and oxygen bleed in adapter for the life2000. Oxygen concentrator information was not provided. The patient tolerated the set up well. Additionally, the patient preferred to use to the full-face mask for better therapy outcome since she often sleeps with her mouth open. However, the caregiver ultimately decided to return the device, despite the face mask and life2000 working properly. The caregiver did not trust that the charger cord would stay connected and felt the life2000 was not the best option for her daughter as the patient is blind, and the life2000 device is upstairs in the patient¿s bed, which presents challenges. There was no allegation of a malfunction of the charger cord, it was accidentally being pulled loose by the patient. The caregiver stated she plans to coordinate with the patient¿s pulmonary healthcare team to discuss an alternate device. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. Inspection of the life2000 ventilator was performed with a 5l invacare platinum xl oxygen concentrator and the ventilator functioned as intended. Hypercapnia is excessive carbon dioxide in the bloodstream that can commonly affect patients with chronic lung diseases (copd), bronchiectasis, emphysema, interstitial lung disease, and respiratory failure. Treatment is focused on improving ventilation which may include oxygen therapy and /or intubation. In this event, the patient required medical intervention (hospitalization) to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes a serious injury. It is reasonable to conclude that the patient¿s hypercapnia was related to the patient¿s medical history (chronic respiratory failure, copd, sleep apnea); however, hillrom is unable to rule out if a system interaction/malfunction between the life2000 and third-party vendor concentrator contributed to the serious injury. Based on this information, no further action is required.